Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose level. Customer¿s blood glucose level was over 500 mg/dl. Customer stated that the buttons of insulin pump were hard to push and cannulas were bending on the sets. Customer was taking shots for treatment. Customer declined for troubleshooting of high blood glucose. The insulin pump will not be returned for analysis.